Event description:
A pt reported blood glucose results of 75 mg/dl, 182 mg/dl and 163 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A walk through blood glucose test was performed and the pt obtained 144 mg/dl, 143 mg/dl and 137 mg/dl on the reported meter.